Event description:
It was reported that a non-recoverable 311 fault occurred. A representative called during training to report non-recoverable faults, including errors 40096, 41107, and preventive maintenance 7734. The system had been power cycled multiple times, with and without cycling breakers, but the issue persisted. It was noted that the system had been functioning well in a different room, but after being moved, the tower and console were plugged into the same outlet. Upon inspection, the tower had no power, while the console and robot did. The technical support engineer recommended disconnecting the robot/console from the tower and powering the tower on in stand-alone mode. This was done, and a 311 error appeared on the tower screen. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse reprogrammed the device and functionality was restored. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contribute to the customer reported issue.